Event description:
The instrument was used during a low anterior section. It was reported that the pt was begin operated on for ca. It was reported during the cdh29 anvil/pulse string insertion the tissue was torn. When the anvil was finally in place the instrument was fired, but full distal donut was not obtained and the anastamosis leaked. Rep noted when instrument was removed the trigger was still in fired position and safety was not back in position. Surgeon tried to fire another cdh29 by placing anvil into distal section of bowel and planned to make colotomy to put instrument in proximally. Once the purse string was placed, surgeon realized this was not going to work. Surgeon performed apr. Pt ok for now.